Event description:
The customer contacted spacelabs healthcare to report that their xhibit central stations (xcs) would intermittently lose their display. The user confirmed that both local and extended displays were impacted by this issue. The field service engineer (fse) went on site and inspected all affected central stations and associated display hardware. The fse isolated the issue to the display port cables utilized with the xcs. Several cables were found to be faulty or were had poor connections due to cables being overstretched. The fse replaced the stretched display port cables and observed proper operation. The customer later confirmed that they've seen improvements since the cables were replaced and no longer experience unexpected display loss. Impacted cables were requested for additional investigation, but have not been received at this time. Should the impacted cables be returned, a follow-up report will be submitted in accordance with 21 cfr 803.56.